Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the illuminator to resolve the reported errors. The system was tested and verified as ready for use. Isi received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. A visual inspection was performed. The fans were noted to be dusty, and scratches were observed on the front panel. The unit was installed into a printed circuit assembly (pca) system, and it failed to power on with an error 48238 and 297, indicating a communication issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, illuminator errors 48238 and 297 occurred, indicating an illuminator communications failure. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: full troubleshooting was completed with isi technical support; however, the issue persisted. An external laparoscopic illuminator was available; however, the surgeon made the decision to convert the procedure to laparoscopic surgical techniques with no injury reported.